Manufacturer narrative:
Device was not returned for eval. The lot number of the complaint device was not recorded and sent to us. We ran a report of the devices sold in the last 6 months and recorded the hospital's lot number purchase history in the complaint file. The lot history records were reviewed for all lot numbers and all mfg and qc inspections were completed in accordance to the instructions. We took three devices from the same lots that the hospital purchased and put them through the same series of tests for product functionality. All three appliers provided acceptable results. The current analysis has not provided a root cause.

Event description:
The surgeon stated that the clips fail to articulate (close) and was not generally noted until the vessel clamps were released, at which time the pt was bleeding. The vein would be sutured closed. Loose clips were found on or around the vessel.